Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:02. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is 5.08.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:02. The root cause was determined to be a defective pump head module. The pump head module was replaced to repair the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.08.92. A follow up report will be submitted if additional information becomes available.